Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 12/22/2014. Date of follow-up report : 02/17/2015. One used device was received for evaluation. Visual inspection found no defects. Functional testing was performed with the device on porcine kidney tissue. Multiple seals were made on various size vessels. All seal cycles were completed satisfactorily and endtones sounded. No bleeding/oozing occurred at the seal sites. The investigation found the device functioned normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the reported condition.

Event description:
The customer reported that during a sub-total gastrectomy case, the device did not seal completely although an endtone (indicating a completed seal cycle) was heard. When the surgeon cut, oozing/minor bleeding occurred. There was no injury to the patient. Another device was used to continue the procedure.